Manufacturer narrative:
External insulation abrasion was noted at 5.3 - 5.4 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction to the device can. External insulation abrasion was noted at 31.0 ¿ 33.6 cm from the connector pin, breaching the outer insulation and exposing the outer coil, consistent with friction to another device or patient anatomy. This is consistent with the observation from the field of low pacing impedance and lead noise.

Event description:
It was reported that when the patient presented to emergency room after receiving inappropriate therapies for atrial fibrillation with rapid ventricular response, low pacing lead impedance and noise was observed on the right atrial lead. The lead was explanted and replaced on (B)(6). Patient¿s condition was stable throughout.